Event description:
In 2004 a call was received reporting that the catheter was repaired because there was an aneurysm in the tubing close to the bifurcation. The day after the repair, the catheter fell out. Co received the product and the investigation indicated that the small stent from the repair portion of the catheter was not present in the returned product. It is assumed that the piece embolized.